Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the r-waves decreased each time the lead was placed and the physician indicated that this frequently happens with the lead model. The lead was noted to be repositioned three times. The lead remains in use. No patient complications have been reported as a result of this event.